Manufacturer narrative:
(B)(4). The customer reported that the device failed the op check test with a pads failure and pacer equipment malfunction messages. These errors could not be cleared. There was no reported patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed the op check test with a pads failure and pacer equipment malfunction messages. These errors could not be cleared. There was no reported patient involvement.